Event description:
It was reported that the patient was in the ER (emergency room) the day after implant with overdose symptoms. The patient was responding to narcan. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).